Event description:
It was reported that the device would not power on. There was no pt use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and found that the device would not operate on ac or dc power. Physio replaced the power pcb assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed power pcb assembly and determined the cause of the malfunction to be a shorted capacitor, c4.